Event description:
(B)(6) surgery center reported: a fellow, dr (B)(6) was performing an acl while using the evacmat. He went to move further up the bed and slipped and fell on the mat. No injury took place.